Manufacturer narrative:
On 6/14/2019, a manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 6/14/2019, the date of manufacture for the smartablate generator was received as 4/16/2015. As such, device manufacture date have been populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ system rf generator wherein a self ablation issue occurred. It was reported that during the procedure, the radiofrequency (rf) tone was heard and the smartablate¿ system rf generator delivered rf. The catheter was said to be floating in the right atrium and was not in contact with the endocardium. It was also reiterated the ablation tone was recognized and customer manually pressed the stop button on the remote control within the first 3 seconds of rf delivery. On 8/15/2019, biosense webster inc. Received additional information was received indicating the event date was on (B)(6) 2019 and not on (B)(6) 2019. Field b3. Date of event has been populated to on (B)(6) 2019. Device evaluation details: the device evaluation has been completed. The smartablate¿ system rf generator (sr#: g4c-0558) was sent to the manufacturer for testing. It was confirmed that the lcd/ user interface (ui) of the smartablate¿ system rf generator was defective. The ui was replaced, and the device was also subjected to preventive maintenance, safety and functional testing and all tests passed. According to manufacturer¿s analysis, if the device detects a failure, the device stops and reboot without delivering radiofrequency (rf) energy. During the reboot process, an acoustic signal is emitted by the device for approximately 2 seconds. The possibility of a mix up of the rf tone as rf delivery with the reboot tone is very high. The data suggested that there is a confirmed failure to the lcd/user interface. However, system self-ablation event is not confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
On 4/4/2019, additional information about the event was received. It was confirmed that the customer did not start the ablation. It was also clarified what was meant by ¿the customer had no contact¿. It was clarified that the catheter was floating in the right atrium and was not in contact with the endocardium. It was also reiterated the ablation tone was recognized and customer manually pressed the stop button on the remote control within the first 3 seconds of rf delivery. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ system rf generator wherein a self ablation issue occurred. It was reported that during the procedure, the radiofrequency (rf) tone was heard and the smartablate¿ system rf generator delivered rf. The ablation catheter had no contact and the smartablate¿ system rf generator was manually stopped within 3 second by pressing the stop button on the remote control. The foot pedal was connected but was not activated and not believed to be stuck. The smartablate¿ system rf generator was set on power control mode set to 30w. Noted parameters were 34c for temperature, about 120 ohms for impedance and 30w for power. This event has been assessed as an MDR reportable malfunction.